Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding, tubectomy, left oophorectomy and endometrial ablation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included menorrhagia, headache, constipation, night sweats, itching and swelling nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss"), hot flush ("hot flashes become more intense"), musculoskeletal stiffness ("neck has locking up") and migraine ("massive migraine"). The patient was treated with surgery (to remove the essure implant, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, hot flush, musculoskeletal stiffness and migraine outcome was unknown. The reporter provided no causality assessment for hot flush, migraine and musculoskeletal stiffness with essure. The reporter considered alopecia, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right fallopian tube appears occluded. Left fa essure insertion details, the right tubal ostia was visualized the essure was placed and deployed according to manufacturer's instruction. 4 coils were visible on this side. (B)(6) 2013 (as per mr) procedure: hysterosalpingogram,findings clinical: post essure. Impression: the right fallopian tube appears occluded. Left fallopian tube fills to approximately its midpoint but does not spill contrast into the peritoneal space. Unspecified date, diagnostic hysteroscopy was performed with visualization of the tubal ostia, as well as the essure coil on the right and normal endometrial cavity quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding, salpingectomy partial, left oophorectomy and endometrial ablation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included menorrhagia, headache, constipation, night sweats, itching and swelling nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss"), hot flush ("hot flashes become more intense"), musculoskeletal stiffness ("neck has locking up") and migraine ("massive migraine"). The patient was treated with surgery (to remove the essure implant, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, hot flush, musculoskeletal stiffness and migraine outcome was unknown. The reporter provided no causality assessment for hot flush, migraine and musculoskeletal stiffness with essure. The reporter considered alopecia, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right fallopian tube appears occluded. Left fa essure insertion details, the right tubal ostia was visualized the essure was placed and deployed according to manufacturer's instruction. 4 coils were visible on this side. (B)(6) 2013 (as per mr) procedure: hysterosalpingogram,findings clinical: post essure. Impression: the right fallopian tube appears occluded. Left fallopian tube fills to approximately its midpoint but does not spill contrast into the peritoneal space. Unspecified date, diagnostic hysteroscopy was performed with visualization of the tubal ostia, as well as the essure coil on the right and normal endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding, tubectomy, left oophorectomy and endometrial ablation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included menorrhagia, headache, constipation, night sweats, itching, swelling nos and body mass index normal. Concomitant products included colecalciferol (vitamin d) since 2011, fluoxetine hydrochloride (prozac) since 1993, iron, spironolactone since 2007 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"), arthralgia ("joint pain") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), endometriosis ("endometriosis") and postoperative adhesion ("adhesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), alopecia ("hair loss"), hot flush ("hot flashes become more intense"), musculoskeletal stiffness ("neck has locking up"), migraine ("massive migraine"), insomnia ("insomnia"), night sweats ("night sweats"), loss of libido ("loss of libido"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), urticaria ("allergic or hypersensitivity reaction type: hives"), rash ("rashes"), skin irritation ("skin irritation"), pruritus generalised ("uncontrollable itching all over the body and underneath the skin"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("increased level of depression"), anxiety ("anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), raynaud's phenomenon ("raynauds syndrome"), paraesthesia ("sensations of prickling"), skin burning sensation ("stinging and burning of the skin"), urinary incontinence ("bladder or urinary problems or changes incontinence"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("decreased vision"), eye pain ("eye pain"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), abdominal distension ("severe bloating"), vitamin d deficiency ("vitamin d deficiency"), hypoglycaemia ("hypoglycemia"), vitamin b12 deficiency ("vitamin b-12 deficiency"), contusion ("unexplained and easily bruising"), back pain ("back pain"), hepatic pain ("liver pain") and renal pain ("kidney pain "). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (hysterectomy with unilateral salpingectomy) and surgery (thermachoice endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and weight increased had resolved and the dyspareunia, alopecia, hot flush, musculoskeletal stiffness, migraine, insomnia, night sweats, loss of libido, premature menopause, urticaria, rash, skin irritation, pruritus generalised, bacterial vaginosis, female sexual dysfunction, depression, anxiety, fibromyalgia, chronic fatigue syndrome, raynaud's phenomenon, paraesthesia, skin burning sensation, urinary incontinence, headache, adenomyosis, endometriosis, postoperative adhesion, anaemia, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, eye pain, fatigue, constipation, abdominal distension, vitamin d deficiency, hypoglycaemia, vitamin b12 deficiency, contusion, arthralgia, neck pain, back pain, hepatic pain and renal pain outcome was unknown. The reporter provided no causality assessment for hot flush, migraine and musculoskeletal stiffness with essure. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, chronic fatigue syndrome, constipation, contusion, depression, dysmenorrhoea, dyspareunia, endometriosis, eye pain, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hepatic pain, hypoglycaemia, insomnia, loss of libido, menorrhagia, nausea, neck pain, night sweats, paraesthesia, pelvic pain, postoperative adhesion, premature menopause, pruritus generalised, rash, raynaud's phenomenon, renal pain, skin burning sensation, skin irritation, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: the right fallopian tube appears occluded. Left fa essure insertion details, the right tubal ostia was visualized the essure was placed and deployed according to manufacturer's instruction. 4 coils were visible on this side. (B)(6) 2013 (as per mr) procedure: hysterosalpingogram,findings clinical: post essure. Impression: the right fallopian tube appears occluded. Left fallopian tube fills to approximately its midpoint but does not spill contrast into the peritoneal space. Unspecified date, diagnostic hysteroscopy was performed with visualization of the tubal ostia, as well as the essure coil on the right and normal endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Reporter¿s information was added. Date of removal updated. Concomitant condition, treatment drug were added. Event added as per pfs hot flashes, insomnia, night sweats, loss of libido, early menopause, abnormal bleeding (vaginal), , abnormal bleeding ( menorrhagia), hives, rashes, skin irritation, uncontrollable itching all over the body and underneath the skin, bacterial vaginosis, apareunia, depression, anxiety, fibromyalgia, chronic fatigue syndrome, raynaud¿s syndrome, sensations of prickling or stinging and burning of the skin, bladder or urinary problems or changes, migraines , headaches, adenomyosis, endometriosis, adhesions ,anemia, nausea, nickel allergy, dysmenorrhea, dyspareunia , vaginal discharge, decreased vision, eye pain, fatigue, weight gain, constipation, nausea, severe bloating, hair loss, neck pain, joint pain, back pain, liver pain, kidney pain. Updated onset date, outcome of events (bleeding, pelvic pain, weight gain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss"), hot flush ("hot flashes become more intense"), musculoskeletal stiffness ("neck has locking up") and migraine ("massive migraine"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, hot flush, musculoskeletal stiffness and migraine outcome was unknown. The reporter considered alopecia, dyspareunia and pelvic pain to be related to essure. The reporter provided no causality assessment for hot flush, migraine and musculoskeletal stiffness with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event ¿hot flashes become more intense¿, ¿neck has locking up¿ and ¿massive migraine¿ were added. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.